Event description:
Note: during withdrawal of a cook flexor check flor introducer raabe modification ref (B)(4) sheath the back of the sheath popped off and the sheath had to be wired with blood coming out and there was a challenge in withdrawing the sheath. Fortunately the sheath was able to be wired with a stiff wire. The iliacs were mildly tortuous but not severe. There was no scar tissue in the left cfa though the cfa was calcified I cannot explain the challenge in getting the sheath out. The sheath then pulled apart and coils visible just as it exited the body though I had to use a hemostat to grip the sheath and the 45 cm sheath was elongated to around 55+. I took some pics of this and have had the back end of these sheaths pop off before and I believe with this exact sheath had a similar issue several years ago. Fortunately in this case the access was preserved and a new sheath was able to be placed and there were no complications of vascular injury, only a much higher than usual ebl. The issue with this sheath is not new and likely should be reported as pulling back from crossover should be without an issue as spasm around a 7fr. Sheath is near impossible given the diameter of the iliacs and cfas. I also just had a major issues with a sheath today and reported it.....it was the 2nd time I had an issue with this type of sheath, maybe 3rd but finally got around to reporting it. Fortunately was able to get out of any danger but my shoes and floor were covered in blood.